Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself could not be duplicated. Ventec downloaded the device's electronic records (system logs) for analysis and was able to confirm that the device had, in fact, rebooted. As a precaution, ventec replaced the internal flow transducer (ift), ift cable and control board. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously rebooted by itself. There were no reports of patient involvement associated with the reported event.